Event description:
It was reported patient underwent surgical intervention during which the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to low impedance was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective therapy due to low impedances. Surgical intervention may be pending to address the issue.